Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with uf/importer report # (B)(4) was received on (B)(6) 2018 with the following information: a (B)(6)-year-old female was pinned with a xxx-headrest mayfield head holder and it slipped during an unspecified procedure in (B)(6) 2018. At the end of the procedure, the drapes were pulled off of the patient to put a dressing on. A two (2) to two and a half (2 1/2) laceration was noted on the patient¿s occiput to the right posterior part of the patient¿s head. The resident noted the laceration and stated that the mayfield pin slipped out of the patient¿s head. The attending surgeon was notified and looked at the laceration. The anesthesia kept the patient asleep, the resident cleaned and sutured the laceration closed. The laceration was dressed with bacitracin ointment and telfa; so was the right retromastoid incision site. The head was covered with a stockinette.

Manufacturer narrative:
A device history record review cannot be performed as the lot number was not provided nor was the product sent in for inspection. The complaint is unconfirmed. Root cause analysis can not be performed at this time.

Event description:
N/a.